Event description:
It was reported that the pump was losing its charge more quickly than expected, within 1-2 days instead of the normal 5-7 days. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that they were currently out of warranty and in the process of renewal. No additional information was received regarding the outcome of the event.